Event description:
It was reported during a trial lead procedure on (B)(6) 2018, the physician was unable to implant the patient's model 3189 due to scar tissue. As such, the physician implanted 2 octrode leads with a different model, which resolved the issue.

Event description:
Additional information revealed a medical device report should not have been submitted. The procedure was completed with a different lead type. There were no consequences to the patient.